Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "signs of rupture."

Event description:
Healthcare professional reported right side "small sparse cysts" and "signs of rupture." The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23apr2024.

Event description:
Healthcare professional reported right side "small sparse cysts" and "signs of rupture." The device remains implanted.

Event description:
Healthcare professional reported right side "small sparse cysts" and "signs of rupture." The device remains implanted.